Manufacturer narrative:
(B)(4). Additional information: expiration date: 02/03/2020. Manufacture date: 3/3/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52v06.

Event description:
It was reported that during a low anterior resection procedure, the surgeon used the device to anastomose the rectum. After firing, the tissue was cut and the proximal segment was stapled with b-form. However there was no staple deployed at the distal segment. There was no staple detected in the abdomen either. The surgeon suspected there was no staple set at the distal segment of the device. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.